Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The pelvic belt is snapped in half and broke, part of the transport bracket system.